Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 1999 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure concurrently with a laparoscopy with lysis of dense adhesions, peritoneal biopsy, exploration of right inguinal area retroperitoneally on (B)(6) 2003 due to genuine stress incontinence and rotational descent of the bladder and mesh was implanted.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.